Manufacturer narrative:
The following sections could not be completed with the limited information provided: concomitant medical products: 00598801514, nexgen sharp fluted stem extension, lot # 62820325 00544800636, nexgen trabecular metal half block augment, lot#62530042 00598801014, nexgen straight stem, lot#62477214 00549003610, trabecular metal distal femoral augment, lot#62653183 00598801018, nexgen straight stem, lot#62496139 00599401692, nexgen lcck femoral component, lot#62647374 00598800600, nexgen precoat stemmed tibial component, lot#62013115.

Event description:
It was reported that the patient underwent an articular surface exchange due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.